Event description:
It was reported that the thread at the tip of the device is broken. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation of the rejected holding sleeve has shown that a piece of the thread had broken off at the crest of the thread. Unfortunately, it is no longer possible for us to reproduce this damage as we do not have detailed information available. We can only assume that the break was caused by excessive mechanical stress and handling. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We can assume that the complaint condition is due to excessive mechanical stress and handling of the device which caused the breakage and is related to the conditions of use. Thus, operational context contributed to this event.